Event description:
It was reported that during the treatment of a pcom aneurysm, the microcatheter was fed the interstices of a previously deployed stent. Upon positioning the embolization coil, it prematurely detached partially within the aneurysm and the microcatheter. A second stent was deployed successfully to tack the portion of coil that remained in the artery against the wall. No harm was reported.

Manufacturer narrative:
Sample analysis: a visual analysis of the device revealed the coil detached from the delivery pusher. The implant coil was not included for evaluation as it remains within the patient. The tether that attaches the implant coil to the delivery pusher was broken approximately .090" from the heater coil segment of the delivery pusher. The most distal segment of the tether hs striations present and characteristics of stretching. The remainder of the pusher was normal in specification. We cannot determine if the microcatheter was an attributing factor as it was not included for evaluation. The root cause of this complaint appears to be due to the device being exposed to a force that exceeded the maximum tensile specification of the attachment monofilament. The microcatheter used with this device was not returned for evaluation. We cannot determine if this was an attributing factor. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.